Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not working. A field service engineer (fse) found the refrigerator powered on with no black screen. The display indicated low battery voltage (11.1 v). After logging in, status and history showed the unit had lost power the previous night, causing the temperature to go out of range. A probe check confirmed the temperature was back in range and closely matched the display reading. The refrigerator was reset, and the battery connection inspected. Customer was advised to monitor voltage and replace the battery if it continues to drop. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the unit was plugged in but not functioning. All medications were found at room temperature upon discovery, and the screen was black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.